Manufacturer narrative:
(B)(4). (B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. It is likely that the balloon material was damaged (scratched) during interaction with other devices, lesion calcification and/or previously implanted stent such that the balloon ruptured below rated burst pressure during the first inflation, as no damage was noted during preparation for use. Although there are no indications of a product quality deficiency, a conclusive cause for the reported balloon rupture could be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was mildly tortuous, with mild calcification, and a 90% stenosis. It was a restenosis case (not an abbott stent). The voyager nc was delivered for poba; however, it ruptured at the first inflation at 10 atm. The procedure was continued with another balloon catheter. There were no pt effects. No additional info is available.